Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 26-aug-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported by the patient that she had a catheter revision. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 31-jan-2019 from a healthcare professional who reported that on (B)(6) 2017 they planned for a pump repositioning procedure. During the pump repositioning procedure on (B)(6) 2017, it was determined intraoperatively that the catheter revision was needed. The issue that necessitated the catheter revision was recurrent pump flipping/twisting of the pump and catheter. At the time of the revision in (B)(6) 2017, the reason for the pump flipping/twisting was not identified, but twiddler¿s syndrome or patient manipulation of the pump was now suspected. No further complications were reported.